Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2025, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data sync error related to the units of measure (uom) entry was preventing a medication from syncing to station. A technical support specialist (tss) verified on the station with medication ids but did not appear as an available option for loading. Further investigation with pse (product support engineer) found that the issue originated from the configuration of uom codes on the server. The issue occurred because two similar units of measure (uom) codes, unites and unites, existed on the server. Due to french sql collation treating them as identical, the station failed to insert the correct uom during sync, causing medications (including heparin) not to appear for loading. The logs showed a constraint error when syncing the uom, unites. This matches known behavior in (B)(4), where duplicate or visually similar uom display codes can block syncing. The tss corrected the uom code on the server and resynced the station. After that, the medications appeared normally, and the customer could load them. The system functioned as intended after technical support specialist and product support engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was not displaying on the station. The customer was using 3 different heparins with a different med ID (B)(6) were pend at the server but not showing at the station, they were having the same security group. The customer stated that the issue was due to database synchronization. There were no adverse events or injuries reported based on this event.